Manufacturer narrative:
Further information from the reporter regarding device manufacturer, event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Patient reported a left side rupture. Device has been explanted.